Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: none, symptoms/ae: hypotension, time of symptoms: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the patient developed hypotension and was started on a neosynephrine drip until the blood pressure stabilized. The condition resolved in 3 days and the patient was then discharged to home in stable condition. No additional information available. Study report.